Event description:
At completion of angioplasty, the md deployed an angio-seal to pt's groin femoral artery puncture site. Puncture site started bleeding. Md was unable to stop bleeding with manual pressure so md placed a c-clamp pressure device. An ultrasound revealed the t-clasp of the angio-seal had broken off. Pt was taken to surgery for removal of device. Surgeon unable to remove device and performed femoral artery bypass.